Event description:
The customer contacted stryker to report that their device would not detect the pads when they were connected. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not detect the pads when they were connected. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
A stryker software engineer reviewed the device logs and was able to verify the reported issue. It was found that the high impedance values were likely due to poor electrical connection to the patient. However, a conclusive cause could not be determined. Proper device operation was observed through functional and performance testing. The device was archived by stryker and the customer received a replacement device under warranty.